Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that when powering off their device, the device will power itself back on and run the self test and then the device will continue to re-boot itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The power supply assembly was removed as a precaution and further evaluated. Physio was unable to duplicate the reported issue and during further testing, the power supply assembly was damaged and further evaluation could not be performed. The cause for the reported issue could not be conclusively determined. The customer received a replacement device.

Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).